Manufacturer narrative:
Concomitant medical products: product ID: 8780, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a new pump and catheter implanted on (B)(6) 2021 and since then the patient had not been feeling well, felt nauseated, and had increased spasticity. The healthcare provider (hcp) checked the pump status and there were no alarms/issues. It took a few tries to obtain telemetry so they were questioning a flipped pump but the hcp was able to rule out a flipped pump. Discussed imaging and dye study. On (B)(6) 2021 lfc (hcp): additional information was received from the healthcare provider indicated that the patient reported swelling of the pocket, feeling weak, sleepy, headaches and tightness in their hands; there was a concern the patient had baclofen withdrawal. The patient showed signs of autonomic dysreflexia and treated this with morphine. After the first dose he became more somnolent and started having episodes of apnea and increased blood pressure. He was transferred to ICU and treated with narcan; it was felt that he may have been in baclofen toxicity. During exploratory surgery the pocket was found to have a large amount of clear fluid. It was reported that the catheter was found to be broken at the junction with the pump. The pump was missing 15 cc of medication. The catheter was repaired and connected to new pump.